Manufacturer narrative:
(B)(4). Combination product - device not a combination product. Unable to deselect. Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter and a hypoglycemic event occurred. The patient was using a dexcom cgm with a tandem t:slim insulin pump. Both devices were implemented on (B)(6)2020. It was reported that on (B)(6) 2020, the patient had her breakfast at 6:00 am including 40 grams of carbs and took a 4u insulin bolus as she did every day. She went to her office and at 10:00 am, she had drowsiness and atypical behavior. Her cgm reading was 68 mg/dl and her bg was 46 mg/dl. She consumed one orange juice and four pieces of candy. Her glucose level raised to normal between 10 and 11:00 am, but then her colleagues observed abnormal behavior, speech difficulties, and then coma at 11:30 am. At 12:15 pm, the cgm reading was 87 mg/dl and the bg was low (< 40 mg/dl). The emergency squad was called and gave her 1 mg glucagon subcutaneously followed by an IV infusion of 10 ml of glucose 30 grams/100 ml. She regained normal consciousness at 1:00 pm, and controlled glucose level at 200 mg/dl by the gcm and 75 mg/dl bg. During the period between 1 to 6 pm, she observed several times an absolute difference from 40 to 100 mg/dl between the cgm sensor values and her bg values, with the bg being systematically lower than the cgm. On (B)(6) 2020, the patient went to the clinic in the morning and still experienced hypoglycemia. The sensor was removed, and the basal insulin rates were all reduced by 20%. No data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. The reported glucose values fall within the b and c zone of the parkes error grid. This is being reported due to adverse event and/or medical intervention. No additional patient or event information is available.